Event description:
Nurse went to check defibrillator. Pushed charge button and turned up to 200 joules. When unit registered 200, she placed hands on paddles and pushed right hand red discharge button. She received a shock at that time. Unit was then removed from service and held for bio-med.